Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the patient visited the hospital due to an uncomfortable feeling. A pacemaker check was performed, which revealed atrial lead impedance over 3000 ohms and loss of atrial capture at the maximum voltage output. As an atrial lead fracture was suspected, a re-intervention was planned. On (B)(6) 2018, the subject pacemaker was removed from the patient¿s body. The connection between pacemaker and both leads was visually confirmed, as the distal tip of the both leads were protruding from both connector blocks. When pulling both leads lightly, they were not detached from the pacemaker. Noises were observed on the atrial egm of a pacing system analyzer (psa). Atrial capture failure occurred when the psa paced the atrium at 5.0v/0.4ms and 8.0v/0.4ms. As atrial impedance was confirmed over 4000 ohms with the psa, the atrial lead was judged to be fractured. It was decided to implant a new atrial lead in the contralateral pectoral position. As a lead fracture could not be confirmed under fluoroscopy, it was decided to explant the pacemaker and return it for investigation. The preliminary analysis suggests that the reported event was due to a lead issue, but a connection issue cannot be excluded.

Event description:
On (B)(6) 2018, the patient visited the hospital due to an uncomfortable feeling. A pacemaker check was performed, which revealed atrial lead impedance over 3000 ohms and loss of atrial capture at the maximum voltage output. As an atrial lead fracture was suspected, a re-intervention was planned. On (B)(6) 2018, the subject pacemaker was removed from the patient¿s body. The connection between pacemaker and both leads was visually confirmed, as the distal tip of the both leads were protruding from both connector blocks. When pulling both leads lightly, they were not detached from the pacemaker. Noises were observed on the atrial egm of a pacing system analyzer (psa). Atrial capture failure occurred when the psa paced the atrium at 5.0v/0.4ms and 8.0v/0.4ms. As atrial impedance was confirmed over 4000 ohms with the psa, the atrial lead was judged to be fractured. It was decided to implant a new atrial lead in the contralateral pectoral position. As a lead fracture could not be confirmed under fluoroscopy, it was decided to explant the pacemaker and return it for investigation. The preliminary analysis suggests that the reported event was due to a lead issue, but a connection issue cannot be excluded.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190219 - file-2018-04022 - analysis_and_closure_report_resp-2019-00223.pdf].